Manufacturer narrative:
The service history record was reviewed and indicated that this is the first time this unit has been returned for service. An evaluation of the kangaroo pump was performed, and the reported issue could not be confirmed at this time. The unit alarmed when the feeding set was removed, alarmed when the tubing was crimped, and passed both mistic and accuracy testing. During the accuracy test, 125ml of water was used and the delivered rate was as expected. The pump is within tolerance specifications. The unit was serviced by replacing the damaged back case which was broken at the pole clamp area. Due to the back case replacement, the tyvek vent label, hinge label, serial number label, bump, and vinyl foot were all replaced. In addition, the power connection label was replaced due to the opening of the unit. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation.  If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the enteral feeding pump was dosing too much. The volume to be infused was set to 150ml and the rate was set to 30ml/hr. The actual volume delivered was 200ml and the feed completed in 30 minutes. There was no patient involvement.